Manufacturer narrative:
The field service engineer determined there was an issue with liquid level detection. The engineer worked with the customer over the phone to replace the pinch valve tubing and to perform cleaning maintenance on the analyzer. The customer ran controls and precision studies. When on site, the engineer removed water from the degasser module and cleaned the sample probe. Controls were tested and all recovered within range. No further errors occurred. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time was too short. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 16.04 ng/l and this value was reported outside of the laboratory to a nurse. This sample was repeated, resulting with a value of 18.78 ng/l accompanied by a data flag. A second sample collected from the patient and it resulted with a troponin t value of < 6.00 ng/l accompanied by a data flag. The nurse asked the reporter to repeat the first sample. Both the first and second sample were repeated on a cobas e 411 immunoassay analyzer and each resulted with a troponin t value of < 6.00 ng/l accompanied by a data flag. The first sample was also repeated on the e 601 analyzer, resulting with a value of 6.0 ng/l. This value was believed to be correct. The troponin t reagent lot number was 41679900, with an expiration date of 30-nov-2020.